Manufacturer narrative:
Batch review performed on 08 jan 2023. Lot 154033: (B)(4) items manufactured and released on 11-sep-2015. Expiration date: 2020-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Resterilized lot: lot 154033a: (B)(4) items manufactured and released on 23-jan-2019. Expiration date: 2024-01-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery due to stem loosening at about 4 years 2 months after primary.